Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 23.5 mmol/l at the time of incident and 10 mmol/l at the time of morning. Customer¿s other blood glucose level was 26 mmol/l. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer reported that the blood in the connector. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis. Frn-unk-rsvr, unomed-set.